Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported being hospitalized due to a blood glucose level of 435.6 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube and corroded battery cap contact. The functional testing could not be performed including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the blank display. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.